Event description:
It was reported that the atrial and ventricular lead impedance dropped. It was also reported that there were no high rates due to noise. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.